Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15895. Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our european affiliates, during implant of a 20mm sapien 3 ultra (s3u) valve in aortic position by transfemoral approach within pre-existing non-edwards surgical valve, the bioprosthesis presented severe calcification and the patient had a very challenging anatomy with high risk of sinus sequestration. During the procedure, the alignment was unproblematic but it was impossible to pass through the pre-existing bioprosthesis valve. A last attempt led to complete hemodynamic collapse with a phase of reanimation and extracorporeal membrane oxygenation (ECMO) support. It was decided to attempt it again, which resulted in the complete removal of the delivery system since the implant wire was out of the left ventricle. The system was withdrawn into the esheath and removed as a single unit without difficulties. During implantation of the new 20mm s3u valve with previous balloon aortic valvuloplasty (bav), the valve embolized to the aorta. The procedure was moved to a surgical intervention to remove the embolized valve and for an aortic valve replacement. The patient was noted as to have a successful removal of the embolized valve and aortic valve replacement (avr).

Manufacturer narrative:
The returned devices were visually examined, and the following was observed: the valve was crimped over inflation balloon area, with inflow flared. The valve was expanded, and no visual abnormalities were observed. Difficult y navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035" guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/ bioprosthesis. In this case, the complaint was confirmed. Investigation results suggests that patient factors (calcification) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Imaging was received and reviewed. Inability to cross the bioprothesis can be confirmed with the available imagery. Bioprothesis crossing with thv was not possible. The valve crossing is bias towards the lcc. Thv frame appears expanded at the inflow side due to repeated attempts to cross with resistance. The valve is removed as single unit. There is evidence of hemodynamic collapse following the first attempt and aortic insufficiency through the trifecta valve and paravalvular. During the 2nd attempt an ECMO cannula is observed and a bav is performed before introduction of thv. The deployment cine begins and approximately 2-3 seconds into the sequence the entire system appears to suddenly move aortic, just prior to contrast observed filling the deployment balloon. Several, additional, unsuccessful attempts to bring the embolized valve to the target location using the delivery system. Final cine shows a mobile thv in the ascending aorta.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a follow up. Investigation is ongoing.